Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the available production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data were analyzed. The analysis did not indicate any pacemaker dysfunction. Rather, the undersensing complained about was the result of weak input signals below a sensing threshold of 2 mv. In general, the amplitudes of the r wave are permanently measured fully automatically if the programming of auto-sensing is set to "on" and they are equally fully automatically adjusted continuously. The limit for a decrease in the ventricle is 2 mv both unipolar and bipolar. Therefore, all signals were sensed properly after a manual setting of the sensitivity to 1 mv. In summary, there is no indication of a manufacturing error. The analysis of the follow-up data and of the pacemaker memory excerpt showed no indication of a dysfunction of the implant. The auto-sensing in the ventricle can decrease the sensitivity to maximally 2 mv per specification.

Event description:
Ous MDR - undersensing was reported, which led to pacing in the vulnerable phase. The patient had to be resuscitated. The state of the patient was reported to be stable. The device has not been returned yet.